Manufacturer narrative:
The customer complaint of a door latch/sears breaking was confirmed on the eight (8) returned assemblies. Six (6) of the returned door latch/sears assemblies had both sear legs broken and two assemblies (2) had the right sear leg broken. Inspection of the returned door latch/sears could not confirm any obvious signs of dried fluid residue on the parts. No pump module devices were returned for investigation so it is not possible to confirm proper installation of the door latch/sear on the pump door. Incorrect installation can lead to difficulty closing the door requiring excessive force to close the door. Three test scenarios were replicated that demonstrated damage consistent with the damage observed on the customer¿s returned door latch/sears. The bd tip sheet for set loading and unloading for the bd alaris pump module recommends that the user should ¿gently close the module door. Grasp the top of the module with one hand while lowering the latch with the other hand¿. This can prevent damage to the pump module device. During transport of the alaris system ensure that the device door is closed and devices are not stacked. The system was being used for treatment. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was patient involvement.

Event description:
It was reported that the customer is experiencing a high repair rate of broken device door latches/sears. During the recent technical practice consultant site visit it was further stated by the customer that they have replaced approximately 120 pump module latches since january 2019. The nursing staff were able to demonstrate the correct way to load an IV set and close the door using 2 hands as described in the alaris system user manual. The customer further stated that there were no adverse effects cause to any patients from the events.